Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a system controller exchange at their last clinic visit. Event date is estimated.

Manufacturer narrative:
D1: brand name: corrected. D4: catalog number and UDI: corrected. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that the reason for the system controller exchange was external damage to the controller. The system controller exchange resolved the issue, and it was noted that the patient was stable at the time of the controller exchange.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that the controller exchange was due to the display screen being frozen. It was noted that the pump was working appropriately. The cause of the damage was not identified, there were no other alarms other than low flows which were due to myocardial recovery.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a frozen display screen on the system controller was not confirmed. Provided information indicates no product will be returning and no images will be submitted. Multiple attempts were made to obtain log files associated with system controller, serial number (B)(6), to date log files from the exchanged controller have not been submitted. Provided information indicates the frozen display screen was resolved with a system controller exchange. A root cause for the reported event was not conclusively determined through this analysis. The device history records were reviewed and the records reveals that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The controller was shipped to the customer on 1feb2023. The reported event of a frozen display screen on the system controller was not confirmed. Provided information indicates no product will be returning and no images will be submitted. Multiple attempts were made to obtain log files associated with system controller, serial number (B)(6), to date log files from the exchanged controller have not been submitted. Provided information indicates the frozen display screen was resolved with a system controller exchange. A root cause for the reported event was not conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.